Manufacturer narrative:
Per visual inspection: no physical damage at the cartridge holder. Inpen front shell functioning properly and stay attached. Several attempts were made to pair inpen, every time app displayed ¿inpen not found¿. The inpen does not pair with commercial mobile app. However, inpen did transmit to manufacturing app. Unit reached end of life. Inpen received with leadscrew 1/4 of the travel. Battery investigation was performed, and battery measured 2.906 volts. Unable to perform functional test due to not communicating to app and found corrosion on the battery terminal. In conclusion: inpen battery lifetime last 1 year after first paring. It is possible battery life decreased as expected and the low battery icon appears several times near the end of the battery lifetime. However, found corrosion on the battery terminal. Confirmed low battery.

Event description:
Information received by medtronic indicated customer complained inpen stopped working. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. The device will  be returned for analysis. Updated summary: information received by medtronic indicated customer reported that inpen stopped working and battery wont connected.troubleshooting was performed and issue was not resolved. No harm requiring medical intervention was reported. The customer discontinues the use of the device and it was returned for analysis.